Event description:
A report was received that the patient started to have a burning sensation at the location of the battery after the scs was implanted. This patient was known to have undergone nondevice related radiation treatments that made the sensation worse. This was noticed most recently after her last treatment when the scs was left on. Shocking and burning sensations in the leg were also noted. The stimulator was shut off. However, the patient continued to have a burning sensation in the left buttock area and felt that the shocking sensation to have only been sporadic. The patient could not sit down due to the burning sensation and will undergo a revision procedure. The physician was not certain if the burning sensation was battery or tissue related.

Manufacturer narrative:
Date of event: (B)(6) 2014.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Additional information was received that the patient underwent a revision procedure wherein the physician relocated the ipg and the splitter was replaced. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient started to have a burning sensation at the location of the battery after the scs was implanted. This patient was known to have undergone non device related radiation treatments that made the sensation worse. This was noticed most recently after her last treatment when the scs was left on. Shocking and burning sensations in the leg were also noted. The stimulator was shut off. However, the patient continued to have a burning sensation in the left buttock area and felt that the shocking sensation to have only been sporadic. The patient could not sit down due to the burning sensation and will undergo a revision procedure. The physician was not certain if the burning sensation was battery or tissue related.